Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room complaining of weakness and pre-syncope. The lead exhibited intermittent capture. The patient had an escape rhythm of 30 beats per minute. The physician repositioned the lead successfully.